Manufacturer narrative:
A steris service technician arrived onsite, inspected the unit, and identified the bolt connecting the ck-5 valve was damaged, causing the reported water leak. The technician replaced the bolt, reassembled the ck-5 valve, tested the unit, and confirmed it to be operating according to specification. The unit is not under steris contract for maintenance services; all maintenance is performed by the user facility. No additional issues have been reported.

Event description:
The user facility reported their amsco 400 sterilizer was leaking water. No injury, procedure delay, or cancellation was reported.